Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear pvc, oral/nasal, profile soft seal cuff tracheal tube leaked air as a patient was transported to the ICU after surgery. Subsequently, a tracheostomy (trach) change out was performed. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one used portex endotracheal tube (part number 100/199/075, lot number unknown) was returned without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were observed. The cuff of the returned sample was inflated using a syringe to detect for any leakage. Leakage was observed coming out from the seal of the cuff. The customer complaint was confirmed. The most probable root causes is as follows: production personnel did not follow the inspection instructions.